Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at a fold and broken fabric threads. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder failure. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available. Unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. Labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Fluid loss was reported. The ams700 reservoir was visually inspected and functionally tested. The reservoir performed within specifications. A review of the ams 700 hazard analysis ((B)(4)) was completed. Device has a fluid leak is included as a hazard, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 700 ms pump (92162915) , there is no evidence that the device was used or handled improperly. The ship history was not able to be completed as the required documentation was not available. Unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss. A patient outcome was not reported.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at a fold and broken fabric threads. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder failure. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. Labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss. A patient outcome was not reported.